Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient passed away while connected to a homechoice claria device during "3/4 retention". The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Pd therapy was ongoing at the time of death. No additional information is available.